Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -09.5/+4.0/082 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic deformed, foreign material on lens surface (residue on lens), and lens was caught in vial cap. Claim # (B)(4).